Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the day before the operation, the doctor checked the product in advance. He confirmed that the screw got stuck and couldn't turn, but instead turned with the healing abutment.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) ieeha357, (certain bellatek encode emergence healing abutment 3.4mm(d) 5mm(p) 7mm(h)) for evaluation. Visual evaluation/functional testing was performed, slight wear marking on screw and is stuck and not able to move inside abutment. Unable to remove. Malfunction has been identified. DHR review was completed for the subject lot number 1266522. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266522 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : other based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The screw is stuck and not able to move inside abutment. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.